Event description:
A valiant thoracic stent graft was implanted in the patient for treatment of a thoracic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a type iii endoleak was identified (separation). The patient received an intervention where an additional valiant stent graft was used to reline the existing endoleak. Per the physician¿s statement the cause is unknown. No clinical sequelae were reported and the patient is doing fine. The review of a still angio image and 3d recon image post implant showed that the stent grafts were implanted beginning well distal to the lsa, extending distally into the descending thoracic aorta. The stent grafts are acutely angulated at mid-length. An endoleak is noted near the junction of the proximal main and 2nd distal main device. The endoleak is labeled on the films as a leak at the graft overlap. The type and cause of endoleak could not be determined from these limited images. This may be a type iii separation, but cannot rule out a type iii fabric endoleak. The endoleak location is in an area which is relatively straight. No stent graft issues were observed. After relining the endoleak location with a valiant stent graft, the endoleak appeared to have resolved.

Manufacturer narrative:
(B)(4).